Event description:
Hearing aids returned for investigation were validated to be functional and can be detected with sound output. Inspection of the shell show potential burrs of dent, that correlates to one of the black markings found on the hearing aid. Failure validation confirm dent or burrs could be a result of hearing aid fallen to the ground: when piece fell against the ground, it caused a hole and a distinctive white color of lacquer detachment, lifting the material which can cause pain to the patient when wearing.

Manufacturer narrative:
Hearing aid material which comes in contact with customers skin are tested for their biocompatibility and have passed biocompatibility testing. Pending completion of investigation; will reasses if supplemental reporting is needed.

Event description:
In this event, hcp reported that patient had experienced several ear infections and was prescribed treatments. Patient first started wearing the hearing aids in (B)(6) 2023. On (B)(6) 2023 patient had inflammation and pain; doctor prescribed drops and polysporin for treatment. On (B)(6) 2023 patient reports she had an ear infection and a mastoid infection; and needed to be treated with intravenous antibiotics. On (B)(6) 2023 patient reports she had an outer ear infection; will not wear the aids until the ear has healed.